Event description:
It was reported to philips that the frontal stand moved by itself during a procedure. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis treatment was performed by the customer and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal stand moved by itself. Upon troubleshooting, fse confirmed that it was moving with little movement and breaks sound released. To resolve the issue, fse replaced control module. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.